Manufacturer narrative:
A complete lead measuring 52.4 cm without the associated stylet was returned in one piece for analysis. The damage was found sustained during surgical procedure the lead was otherwise normal.

Event description:
It was reported during procedure, that the stylet could not be inserted into the lead. It was also noted that the helix extension and retraction was too slow after the lead was inserted into the body. The lead was removed and a new lead was implanted. The patient was stable.